Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned a conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During pullback, the image was lost. It was also noted that during preparation for flushing, air was not removed during the preparatory flush. The catheter was also not recognized normally. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the 90% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During pullback, the image was lost. It was also noted that during preparation for flushing, air was not removed during the preparatory flush. The catheter was also not recognized normally. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.